Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed elective replacement indicator (eri) prematurely due to long charge times. A replacement procedure was planned however at this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.